Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: revision surgery. Probable root cause: design: poor anchor assembly design, instrumentation not designed to insert anchor to proper depth. Process: anchor not manufactured to specification, anchor coating process out of specification, instrumentation manufactured out of specification. Application: user does not tension anchor properly, insufficient force used to tension repair (knots not tight enough), too much bone removed/decorticated, insufficient quality or quantity of bone that would compromise secure anchor fixation, pathology such as schlerotic bone that may thicken the cortical layer, bone necrosis during drilling.

Event description:
It was reported there was a need for a revision surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was a need for a revision surgery.